Event description:
Reporter stated that a patient capillary sample was measured, using the suspect device, with back-to-back blood pt results of 5.0 inr and 4.5 inr. The same sample, when retested on a laboratory instrument, reportedly measured 3.2 inr. No patient information was provided. While on the line with technical support, liquid quanlity control testing was performed on the suspect product and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.